Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered potential inappropriate therapy for atrial driven rhythm. Technical services (ts) reviewed the episodes and discussed the device accelerated the rhythm after anti-tachycardia pacing (atp) delivery from ventricular tachycardia (vt) to ventricular fibrillation (vf). In one of the episodes, a 41 joules shock was delivered and the atrial tachycardia was terminated, however, the ventricle then showed the same rhythm. The arrhythmia eventually self-terminates. Programming recommendations were provided. The crt-d remains in service. No additional adverse patient effects were reported.